Event description:
On (B)(6) 2022, it was reported through the surgical outcome system that a revision surgery is required due to a complication and a loosening of an arthroplasty implant. The date of the primary procedure was on (B)(6) 2017 for a left reverse total shoulder replacement were an univers revers, glenosphere size (39mm), glenosphere offset (4mm lateral), stem fixation (pressfit), stem size (6), and suturecup (2mm posterior) was implanted. No additional information provided. Additional information requested. Additional information provided 1/20/2022: the complication was reported on (B)(6) 2018. The date of the revision procedure was (B)(6) 2018 for a rsa with cancellous allograft and an ar-9120-01 and an ar-9503m-06 was explanted. Device(s) were discarded.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.